Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly had a cut at the blue connector site. It was further reported that device was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2026).

Event description:
It was reported that sometime post chronic catheter placement procedure, the device allegedly had a cut at the blue connector site. It was further reported that device was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Gross, microscopic visual, tactile and functional testing were performed. In addition to the returned physical sample, one electronic photo was provided for review. The investigation is confirmed for the reported fracture issue as a split was noted on the blue luer clamping sleeve and upon infusion, a small leak from the clamping sleeve was observed. Furthermore, the provided photo also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.